Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device was put through extensive testing including power cycling, defib cycling, and bench handling without duplicating the report. The device log observed the user powered the device on in manual mode and then enabled sync mode in order to cardiovert the patient. The user charged to 200j, a single pd reset error was observed after 8 seconds, and no shock was delivered to the patient. The shock button must be held until the r wave is synchronized when performing shock in sync mode. A pd reset can occur if a desired response is not achieved where the energy is internally discharged and the device can be recharged again. The device log showed no faults following the reset and no evidence that energy was delivered. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.